Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump high/low reminder was not sounding although the volume was set to high. Customer reverted to using a dexcom receiver instead of the pump. There was no reported impact to the customer's blood glucose.